Manufacturer narrative:
Attachment: user facility voluntary medwatch report. The report number was not provided. At this time the customer will not be returning the device for eval. If the device is rec'd, a follow-up report will be submitted.

Event description:
User facility voluntary medwatch rec'd that stated: "a unit of packed red blood cells was spiked with the tubing and then hung to start the blood transfusion and the tubing fell out of the bag immediately. The port in the blood bag could not hold the blood tubing spike. The blood transfusion was discontinued immediately." Upon further query the following info was provided that indicated, disconnection. The tubing set was replaced, a second unit of blood was obtained and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.